Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of the console and logs, aic logs confirmed the reported failure modes. Internal software, revealed cell2 of battery1 to be at a significantly lower voltage than all the other cells in battery1 causing cell lockout due to cell imbalance. The lcd screen on battery 1 was blank indicating cell lockout. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The us complainant in the prep stage of support had a red battery failure observed on the aic (automated impella controller). There was no harm or injury.